Manufacturer narrative:
The medical center did not return the impella pump product for analysis. The cause of the limb ischemia was most likely the condition of the native anatomy. The failure mode will be monitored and trended.

Event description:
The medical center in (B)(6) had a successful cp support of over 11 days in (B)(6) 2021 in combination with ECMO for a patient admitted in cardiogenic shock. Months later in (B)(6) 2021 the jpvad registry review team documented limb ischemia, hemolysis, and renal issues during the impella and ECMO support. There was no noted intervention for any of these events at the time of complaint creation. Weeks later the medical team further detailed that after explant the limb was amputated to remedy the limb ischemia. The medical team noted that the patient was supported by both impella and ECMO and that there was a possibility that the ischemia was related to the use of impella, and that there was a possibility of peripheral arterial disease.

Manufacturer narrative:
Additional information for the initial MFR 1220648-2022-01237 was provided in sections b1, b2, b5, d6a, d6b, h1, and h6. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: hemolysis. Impella 5.5 with smart assist for use during cardiogenic shock & impella cp with smart assist system. Section: potential adverse events (united states). As noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. As noted in the impella IFU ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. As noted in the impella IFU ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. As noted in the impella IFU ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ as noted in the impella IFU ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. As noted in the impella IFU ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ infection/sepsis. Impella 5.5 with smart assist for use during cardiogenic shock & cp with smart assist section: table 3.2 impella catheter components. As noted in the impella IFU ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings. As noted in the impella IFU ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ thrombocytopenia. Impella cp with smart assist system. Section: potential adverse events (united states). As noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ vascular damage. Impella cp with smart assist for use during cardiogenic shock and high risk pci & impella 5.5 with smart assist for use during. Section: warnings & cautions: cautions. As noted in the impella IFU ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: as noted in the impella IFU ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: use of impella with transcatheter aortic valves. As noted in the impella IFU ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ renal failure. Impella cp with smart assist. Section: potential adverse events (united states). As noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
Additional information was reported indicating the patient experienced hemolysis, ventricular fibrillation, infection/sepsis, vascular damage (gastrointestinal bleed), thrombocytopenia and renal failure. The renal failure and hemolysis were treated with haptoglobin and dialysis. The ventricular tachycardia was reportedly due to the st elevated myocardial infarction. No further information was provided regarding further treatments or resolutions for the additional issues reported. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.